Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reports patient was revised on (B)(6) 2010 due to patient allegations of pain. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03681 & 2014-00505/-00506).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate the (B)(6) 2010 revision was due to pain and noted the presence of a cyst and scar tissue. The modular head and acetabular cup were removed and replaced. Medical records further note that a second revision was performed on (B)(6) 2010 due to the acetabular cup loosening. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head.